Event description:
Within one min of starting dialysis treatment on this dialyzer, the pt complained of abdominal pain, cramping and weakness. The treatment was interrupted and the pt was switched to a different type of dialyzer. The reported blood loss due to discarding the blood circuit is estimated at 150 ml.